Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer received results of 14 mg/dl and 69 mg/dl within 10 minutes on the compact plus system. Caller fed customer food via customer's feeding tube. Customer tested 104 mg/dl 15 minutes following treatment. No adverse event reported. Requested return of suspect device and replacement was sent.